Event description:
Complainant alleged that the medics were attempting to defibrillate 93 year old female pt in ventricular fibrillation using electrodes and a multi-function cable. The medics delivered one shock at 200 joules, a second shock at 300 joules, but on the third attempt to discharge the device at 360 joules they rec'd a "status 90" error message on the device screen. The medics then obtained another defibrillator and were able to deliver a shock to the pt. The complainant indicated that there were no adverse effects on the pt as a result of the reported failure.

Manufacturer narrative:
The complainant's third party biomedical engineering svc returned only the pace/defib board for eval by the zoll technical svc dept. The eval was unable to duplicate the complainant's reported failue, but the technical svc dept observed that contamination from moisture was evident on the board. It is suspected that contamination on the board at the time of use may have contributed to the reported failure. The pace/defib printed circuit board was scrapped, and the complainant's third party biomed co was sent a replacement board that was put back into svc at the customer's facility. There have been no additional malfunctions reported with the device.